Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis it was reported that intra-op, when injecting 1.5cc cement into vertebral body, surgeon looked at fluoroscopic sagittal image. Surgeon observed that the cement seemed to leak from the superior end plate. Patient's superior end plate was fractured. Operation was completed. The product came in contact with the patient.